Event description:
After medical review of this non-serious report, it was determined that this report should be upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. This case was reported on (B)(6) 2011 from a nurse - local reference (B)(4). This case involves a (B)(6) female pt who was treated with poly-l-lactic acid (sculptra) (dosage, batch and lot number not indicated) for cosmetic purposes to the cheek lines on (B)(6) 2010. Poly-l-lactic acid was reconstituted with sterile water and lidocaine. A fanning technique was used. Massage was performed during and after the treatment. Seven months after the last injection, the pt developed three non visible nodules less than 5 mm. They are present laterally and superior to the injection site. There are no signs of inflammation and no evidence of a systemic process. No biopsy was performed. As corrective treatment, the pt was treated with an intralesional injection of medication nos. There was no evidence of permanent impairment and the nodules were not expected to be irreversible. At the time of the report, the nodules had not resolved. Significant medical history includes fitzpatrick skin type ii and no history of immunological or collagen-vascular disease. Relevant concomitant medications are unk. Action taken: unk. Outcome: not recovered/not resolved. Additional info was provided by the quality department on (B)(6) 2011: a ptc (product technical complaint) was initiated for this report: (B)(4). Add'l info was received on (B)(6) 2011 from the reporting nurse: this report has been upgraded from non-serious to serious. The following info was updated: pt's age, sex, medical history, therapy dates, indication, location of injection for poly-l-lactic, corrective treatment, details of the event and the outcome were provided.